Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported to baxter (B)(4) by a nurse that the home choice machine sounded a system error (se) 2240 alarm (air in tubing) during use and se 2367. The unidentified patient was connected to the device at the time of the alarm. At the time of the problem it was reported by the nurse / tech. Services that: se 2240 was reported, no patient harm, but patient was connected, age and gender unknown. During troubleshooting, there was nothing found that caused or contributed to the alarm. The engineer rectified the problem with nurse over the phone no clinical consequences for the patient were reported to (B)(4). No sample available. Cycler is working correctly and has been left with patient. The machine was used with an unknown pd set and pd bags.